Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after an abdominal femoral runoff interventional procedure using a 6f sheath. Reportedly, when attempting to place the first prostyle device, there was resistance opening the foot, however eventually successful. The plunger was deployed and a cuff miss [suture retrieval issue] occurred. A new prostyle device was attempted but again, resistance was noted when attempting to open the foot [foot was not successfully opened]. The use of prostyle devices was abandoned. A new non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a possible indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible, the device was in subcutaneous tissue, or the foot of the device was not deep enough in the vessel. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.